Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has undersensing causing the device to display arrhythmia classification as terminated. The lead remains in use. No patient complications have been reported as a result of this event.